Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent right hip revision procedure approximately three years post-implantation due to adverse local tissue reaction, pain, and metallosis. The head and liner were revised.

Manufacturer narrative:
Concomitant medical products: 00630505032 liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells unk hip-unknown-cup-unk. Complaint sample was evaluated and the reported event was not confirmed. Visual examination noted taper corrosion is noted and black debris can be seen inside the femoral head. Dimensional analysis of the head found measured dimensions conform to print specifications. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.